Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from the review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corp that an ultraflex proximal tracheobronchial stent was used during a tracheal stent placement procedure on a male pt. According to the complainant, the deployment suture string broke during attempts to release the stent. The stent could not be deployed. The procedure was completed with another unk stent device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported as fine.